Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material that remained in the device - however, the material could not be further identified. No reply from the user was received despite a good faith effort to obtain additional information regarding this event; therefore, a further cause of the suggested phenomenon could not be presumed. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): cf-hq1100dl/I operation manual includes the detection way in chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual includes the preventive measures in 5.3 precleaning the endoscope and accessories¿5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no air/water obstruction noted during the device evaluation. However, as noted in event, the distal end adhesive had foreign material present. Additionally, the unit had notable wear and tear in the form of scratching and discoloration. There was burning on the cover, damaged on the tubing, and the angle wire was elongated and making the bending out fall out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus colonovideoscope due to an air/water flow issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered the subject device had undergone insufficient reprocessing as foreign material was found on the distal end adhesive. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.